Manufacturer narrative:
Eval was completed on 15 november october 2005. The customer reported condition of failure code 570:320:844 was confirmed in the event history. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-cpa-132.

Event description:
An infusion pump with a failure code 570:320:844. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported.